Event description:
It was reported that on (B)(6) 2011, a 4.0x8-6 xact stent was implanted in the calcified internal carotid artery at the level of the birfucation of the common carotid artery. On (B)(6) 2013, the patient developed dizziness. Doppler exam showed reflux (backward blood flow); therefore a computed axial tomography analysis was performed which showed a circumferential fracture of the stent in two segments. The patient's previously prescribed dose of plavix and aspirin was increased and statin was precribed at a high doseage. There was no reported adverse patient sequela. No additional intervention is currently planned. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.